Manufacturer narrative:
Correction: section b5 describe event or problem, d1 brand name. A supplemental MDR was submitted to reflect the correct describe event or problem, medical device brand name.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower has failed tower door. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a storage space failure icon, but there was nothing available to recover. The field service engineer (fse) manually failed all tower door storage spaces. The customer then tested the system through normal operation and was subsequently able to recover the storage space successfully. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es has failed tower door. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.